Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 155-175 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.